Event description:
At the beginning of (B)(6) I contacted dr. (B)(6) to make a new denture to replace my 12 year old dentures. They took x-rays and scheduled the next visit. This appointment was with the dental technician, the dentist's husband (B)(6). (B)(6) arranged for a case to me made. I worked with (B)(6) until (B)(6). He told me his wife has fibromyalgia. There were times I waited for 1.5 hours before I saw (B)(6). When the dentures were completed I told (B)(6) they did not feel right. (B)(6) blamed the lab. We go through the process again. After wearing for 2 days a tooth fell out of the socket and the dentures hurt my mouth. I go back to see (B)(6). His attitude has changed. He said I knew his wife was sick. He talks about fighting. One week later I see dr. (B)(6). She is grinding the dentures to make them minimum size. When I tell her the teeth do not fit, she suggests I sleep with them, the mouth will adjust. She appears angry and nervous. The other personnel are surrounding me in an intimidating way. They tell me they are recording me. I remain calm and chose my words carefully. I ask for a paper saying the dentures are unacceptable. They say no. They call the police. There is now a restraining order against me. Disability paid (B)(6) and I paid (B)(6). I have dentures that are not usable. I am wearing my old 12 year old dentures. What can be done about the incompetence and dishonesty of this dental practice? They do not belong to the dental association. (B)(6).